Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second clip (xtw 20202r102) referenced is filed under separate medwatch report number.

Event description:
This is filed to report the chordae rupture. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted without issue. To further reduce mr, a second clip (xtw 20202r102) was implanted, however after deployment the clip opened 10-15 degrees. In an attempt to further stabilize the first clip and to reduce the mr more, a third clip (xt 20208r103) was attempted to be placed but it failed to grasp due to a chordae rupture during the grasping attempts. The clip was not implanted. The final mr was 3. The patient was taken to surgery for mitral valve replacement. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed positioning (leaflet grasping) could not be replicated in a testing environment in returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed positioning (leaflet grasping) appears to be related to challenging patient anatomy. The reported tissue injury (chordal rupture) appears to be due to the difficult grasping. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, this event and the imaging provided by the account were further reviewed by a clinical r&d engineer, and the provided image and videos only display the two fully deployed clips of this procedure.

Manufacturer narrative:
The device was returned and investigated. The reported difficult or delayed positioning (leaflet grasping) could not be replicated in a testing environment during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on available information, the reported difficult or delayed positioning (leaflet grasping) appears to be related to challenging patient anatomy. The reported tissue injury (chordal rupture) appears to be due to the difficult grasping. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.d6a: date of implant - device was not implanted d6b: date of explant : device was not explanted.